Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was confirmed. The product returned for evaluation was one 4 fr powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the interface between the catheter and molded winged hub. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the PICC catheter has been functioning well right up until the end date when the nurse suddenly noticed a leak at the connection on the outer catheter part and wing. Admitted (B)(6) 2022 right basilica without complications during admission. End (B)(6) 2023 due to leakage at the wing. Risk of patient skin damage and risk for staff with leakage of medication. Ongoing treatment with pembrolizumab + pemetrexed every three weeks. Catheter secured with statlock. Catheter was removed, catheter not replaced. Event did not involve an urgent/life threatening medical situation. The patient are ok and didn´t get any harm, injury or negative outcome more then the need of pulling the piccline away.

Event description:
It was reported the PICC catheter has been functioning well right up until the end date when the nurse suddenly noticed a leak at the connection on the outer catheter part and wing. Admitted 22.12.21 right basilica without complications during admission. End 23.06.07 due to leakage at the wing. Risk of patient skin damage and risk for staff with leakage of medication. Ongoing treatment with pembrolizumab + pemetrexed every three weeks. Catheter secured with statlock. Catheter was removed, catheter not replaced. Event did not involve an urgent/life threatening medical situation. The patient are ok and didn´t get any harm, injury or negative outcome more then the need of pulling the piccline away.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.